Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a "recognition issue" with an xi®/x¿ maryland bipolar forceps was experienced. When attempting to remove the instrument from the robotic arm, it was unable to disengage. The customer called technical support at the time of event and the technical support engineer (tse) walked the customer on a manual removal of the instrument using a hemostat. The customer was able to successfully remove the instrument and installed a backup to continue. The instrument was never used in surgery. Due to an unspecified reason, the surgeon elected to convert the procedure to open surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was converted to open surgery, but no further information was provided as to reason why. Prior to the conversion, the reporter stated that an xi®/x¿ stapler 30 curved-tip stapler instrument was grasping the artery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the returned xi®/x¿ maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed a damaged input disk indicative of mishandling and misuse. Investigation of xi®/x¿ maryland bipolar forceps is contained in patient identifier (B)(6). Additionally, a complaint related to this event indicated that at the time of the procedure, the xi®/x¿ stapler 30 curved-tip instrument was grasping the artery and no additional information was provided regarding how the jaws were released prior to the procedure conversion to open surgery. This complaint report submitted under patient identifier 578562 represents the report of possible system issue and procedure conversion to open surgery, while the report under patient identifier 578579 documents the investigation of the xi®/x¿ stapler 30 curved-tip instruments for a likely unclamping issue. Verification via procedure logs confirms the occurrence of a da vinci-assisted pulmonary wedge resection surgical procedure on the reported event date of (B)(6) 2022 using system sk3647 matching the documented event details. During this procedure, usage of xi®/x¿ maryland bipolar forceps and xi®/x¿ stapler 30 curved-tip instruments were logged. Furthermore, the log information indicated that system sk3647 was used for subsequent procedures with no system issue reported. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the surgeon converted to open surgery after the start of the procedure due to an unspecified reason. While there was no serious harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The surgeon converted to an open procedure because of severe bleeding during dissection just prior stapling. The bleeding was located and stopped during the open procedure by applying sutures. The amount of blood loss was unknown. Although there was a procedure delay due to converting to open surgery, there were no complications as a result of the conversion, and the procedure was completed successfully. The patient did not return for any post-operative procedure. Regarding the maryland bipolar forceps instrument, it was reported that the instrument was installed on the robotic arm, but the surgeon decided to use a different instrument. When the surgical tech was removing the maryland bipolar forceps instrument, it would not disengage when the release button was pressed. Isi technical support advised the customer to use two clamps to pry it away from the robotic arm, which was successful. There was no information about whether the emergency stop button was pressed.

Event description:
Refer to h10/h11 for follow-up information.